Manufacturer narrative:
The review of the device history record showed no deviations. All product features corresponded with the valid specifications of the waldemar link gmbh & co. Kg at the time, when the item was produced. Even after several inquiries, x-rays as well as related surgical reports were not provided for internal investigations. Based on the information provided, the root cause cannot be determined. The report is delayed due to inconsistencies with regard to foreign event reporting to FDA. After re-evaluation of the complaint we determined that it is reportable. We have addressed the inconsistency in reporting foreign events to FDA through CAPA-(B)(4).

Event description:
It was reported that a revision surgery was performed due to dislocation.